Event description:
It was reported by maude report patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to alleged popping, cup loosening, elevated cobalt and chromium levels, and pus pockets.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following could not be completed as limited information is available: date of event product identification & expiry date. Date implanted - unknown. Date explanted - unknown.